Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It was noted that the patient provided photo's and tipping appears to be present on tooth #8 as well as tipping/ intrusion on #9/10. We recommended a 14-day resting period with no upper aligner.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.